Event description:
In 2005, the physician successfully implanted a gore bifurcated endoprothesis without incident. At the 11/7/05 follow-up visit, a proximal type I endoleak was identified. An aortic extender device was implanted proximal to the original device. At the close of the procedure, the endoleak was successfully resolved.